Event description:
It was reported by the patient that she underwent a hip replacement surgery on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2008 due to femoral neck fracture (reported under (B)(4)). The recap resurfacing hip system was converted into recap magnum total hip. A 42 mm head with taperloc hip stem were implanted. Recap acetabular cup remained in situ. Further revision surgery was carried out on (B)(6) 2019 due to alleged porous coating loosening from the shell. The radiological report dated (B)(6) 2019 indicated that the patient suffered from a pseudotumor. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in (B)(6). D11: medical product: m2a-magnum mod hd sz 42mm, catalog #: 157442, lot #: 1385980. Medical product: unknown taperloc stem, catalog #: unknown , lot #: unknown. The product was returned to biomet UK ltd for evaluation and forwarded to a engineer for investigation who has reported as follows: visual inspection confirmed the reported event. A recap magnum acetabular shell, m2a-magnum modular femoral head and m2a-magnum taper adapter were returned to complaints department and then sent to zimmer biomet research department. Material analysis # (B)(4) was performed to investigate the items. The shell was revised after 11 years and 11 months, whereas the head and taper adapter were revised after 10 years and 7 months. The acetabular shell was received with approximately 90% of the porous coating detached from the non-articulating surface. A review of the relevant manufacturing history records and analysis of the surface roughness of the exposed substrate indicate that the component was manufactured in accordance with the applicable internal specification. In addition to this, it is noted that the recap magnum shell was retained during the first revision procedure, on (B)(6) 2008, which indicates that the component was well fixed at this point however radiographs have not been provided and therefore this cannot be confirmed. It is also not known whether the trauma of the femoral neck fracture, which led to the first revision surgery, may have resulted in unusual stress conditions in the acetabular component. Furthermore, the increase in wear and friction that occurs after partial revision of metal-on-metal systems may have led to higher stresses at the bone and taper interfaces. The root cause of revision cannot be determined with the information provided in the complaint. Pps coating could have delaminated due to incomplete bone ingrowth, which could be caused by suboptimal implant positioning, or unusual stresses applied on the shell causing shell flection and high shearing forces on the bone-implant junction. However, there is not enough information in the complaint to confirm this. Investigation has established that the porous coating has delaminated, the occurrence of the event has exceeded the acceptable occurrence limits given in the risk file. The appropriate design team has been informed about exceeding occurrences, and this is been investigated further. Mhr review: the relevant manufacturing history records (mhrs) for the acetabular shell and femoral head have been checked and verified that the parts were manufactured and sterilised in accordance with the applicable specifications. The mhr for the taper adapter could not be checked without disassembly and risk of component damage. Due to fact that this is a legal claim, our legal department has been provided with the relevant facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes information concerning the case to our complaint handling department. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product:m2a-magnum mod hd sz 42mm, catalog #:157442, lot #:1385980, medical product: unknown taperloc stem, catalog #: not reported, lot #: not reported. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient that she underwent a hip replacement surgery . Subsequently, a revision procedure was performed due to femoral neck fracture (reported under (B)(4)). The recap resurfacing hip system was converted into recap magnum total hip. A 42 mm head with taperloc hip stem were implanted. Recap acetabular cup remained in situ. Further revision surgery was carried out due to alleged porous coating loosening from the shell. The radiological report dated indicated that the patient suffered from a pseudotumor. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned.

Event description:
It was reported by the patient that they underwent a hip replacement surgery. Subsequently, a revision procedure was performed due to pain. Upon acetabular shell removal, it has been noted that the porous coating from the acetabular shell partially came off. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Event description:
Report radiologist dated (B)(6), 2019 indicates that the claimant suffered from a pseudotumor. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The acetabular shell was received with approximately 90% of the porous coating detached from the non-articulating surface. A review of the relevant manufacturing history records and analysis of the surface roughness of the exposed substrate indicate that the component was manufactured in accordance with the applicable internal specification. In addition to this, it is noted that the recap magnum shell was retained during the first revision procedure, on (B)(6) 2008, which indicates that the component was well fixed at this point however radiographs have not been provided and therefore this cannot be confirmed. It is also not known whether the trauma of the femoral neck fracture, which led to the first revision surgery, may have resulted in unusual stress conditions in the acetabular component. Furthermore, the increase in wear and friction that occurs after partial revision of metal-on-metal systems may have led to higher stresses at the bone and taper interfaces. The root cause of revision cannot be determined with the information provided in the complaint. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.